Manufacturer narrative:
This MDR was created by (B)(6), device vigilance specialist of zealand pharma us, inc. On behalf of the mannkind, corp. As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.

Event description:
The patient reported that on (B)(6) 2022 she applied her v-go 40 device to her abdomen following proper fill, wear, and go instructions and approximately 4 hours later patient v-go became detached and patient had to replace it.